Event description:
It was reported that during a lithotripsy procedure the tip of the fiber broke off. The doctor tried to retrieve the tip but was unable to find it. The tip did not show up on x-ray. The patient is expected to pass the tip. There were no further patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified the glass tip was detached/separated and not returned. Based on the analysis results of the fiber, the reported clinical event is confirmed. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on analysis results and information available, the probable cause of the detached fiber tip component was likely due to procedural conditions and handling of the device during use. According to the instructions for use (IFU), care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. When using the lighttrail single use laser fiber in contact surgery treatments avoid forceful movements on tissue surface and lateral pressure to the lighttrail single use laser fiber tip.

Event description:
It was reported that during a lithotripsy procedure the tip of the fiber broke off. The doctor tried to retrieve the tip but was unable to find it. The tip did not show up on x-ray. The patient is expected to pass the tip. There were no further patient complications.